Event description:
The customer reported the ventilator went vent inop and alarmed after being placed into use on a patient. The customer reported there was no patient harm. Upon evaluation of the device, the manufacturer's service technician reported the unit would not power on, and was unable to duplicate the reported problem. The service technician replaced the power supply to address the finding. Performance verification testing was completed and passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.